Manufacturer narrative:
Product ID: 8703, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was an unspecified catheter issue which required surgical revision. The catheter and pump were replaced. The patient symptoms were increased spasticity and acute withdrawal. The pump system was being used to deliver lioresal (baclofen). It was additionally noted that the patient was experiencing acute withdrawal, assumed to have been caused by a catheter issue. The pump was replaced due to being within a year of eri.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was gear train anomaly noted by corrosion and wear. Final device analysis of the catheter revealed the following: there were no significant anomalies found. The catheter was returned in segments.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.